Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient came into the office on (B)(6) 2019 with an empty pump. It was noted that the patient was unable to get the pump refilled earlier due to insurance reasons. The patient was due for a refill. Therapy was not intentionally discontinued. They were hoping to get the patient's pump filled that day. No patient symptoms were reported. No further complications were reported.